Manufacturer narrative:
Evaluation summary: neither x-rays nor surgical notes are provided for review. It is unknown if the devices was implanted with the appropriate fit and orientation as per the surgical technique. The patient's bone quality is unknown. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history, are unknown. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be stated. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that two days after implanting the stem, the pt's femur fractured while standing.